Event description:
On (B)(6) 2012, the distributor contacted animas stating that audio bolus button was unresponsive. There was no additional information for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that the audio bolus button was unresponsive.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button was fully intact and responded appropriately when tested. The button cover was removed for investigation and revealed no evidence of contamination or defect. Investigation was unable to confirm or duplicate the complaint.